Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch. Lot number confirmed to be dpjcbw. The review of the deviation history indicates no abnormalities. A request for the device history records has been submitted and a follow up MDR will be sent when the information is received and reviewed.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the surgical technique guide that state that this type of event can occur: ¿allergies and other adverse reactions to the device material.¿ this report is number 1 of 3 mdrs filed for the same event (reference 0001825034-2014-08015 / 0001825034-2014-08016 / 0001825034-2014-08017).

Event description:
It was reported that the patient underwent a midfoot fusion procedure on (B)(6) 2013. Subsequently, a revision procedure occurred on (B)(6) 2014 due to an alleged allergic reaction to the metal in the implants. During the revision, the plate and screws were removed.